Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection of the lead did not find any anomalies with the exception procedural damage.